Event description:
Reportedly, the patient implanted with the subject ICD died at the beginning of 2019 (the exact death date is unknown). The causes of death are unknown. Preliminary analysis did not reveal any anomaly with the subject device.

Manufacturer narrative:
This report contains the same information as the one provided in the initial report. Due to technological constraints, the acknowledgments of the initial report were not received. This follow-up report is submitted to be sure that the FDA received all necessary information on time.

Event description:
Reportedly, the patient implanted with the subject ICD died at the beginning of 2019 (the exact death date is unknown). The causes of death are unknown. Preliminary analysis did not reveal any anomaly with the subject device.

Event description:
Reportedly, the patient implanted with the subject ICD died at the beginning of 2019 (the exact death date is unknown). The causes of death are unknown. Preliminary analysis did not reveal any anomaly with the subject device.